Event description:
I have an exactech shoulder replacement (total shoulder). Serial number: (B)(6), that is part of a recall. CT scan shows one of the pins is out of alignment. This is likely the cause of my shoulder pain and loss of mobility of the right arm.